Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The reported event of a battery not providing power to the controller could not be confirmed on the returned battery. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The battery was recognized by the test bed controller and able to provide power. No failure was detected at bench level. Although the reported event could not be confirmed, we will continue to monitor, track and trend events of this nature. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient's battery had stopped providing power to the controller. The site did not report and pump stops or alarms associated with the event but log files were sent. There was no evidence of patient factors that could have contributed to the event. The battery was exchanged and there was no reported effect on the patient. The issue resolved with the replacement of the battery. No further information was provided.

Manufacturer narrative:
After further review of additional information received sections have been updated. It was reported from the site that the battery of the left ventricular support device control unit failed twice in succession despite being fully changed and having a good connection. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.